Event description:
It was reported the customer was experiencing low blood glucose. Customer's blood glucose was below 20 mg/dl. It was found the paramedics was called and the customer was treated with an IV of sugar water. The customer could not recall any significant events leading to their low blood glucose event. The customer also reported their blood glucose rising after changing their infusion set. Customer's blood glucose was 286 mg/dl. Troubleshooting did not find any issues with the customer's insulin pump. The customer also declined to troubleshoot with a no delivery test. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).